Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device would not power up. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This follow up medwatch report is reporting the evaluation of the device. This follow up medwatch report is also correcting information submitted on the initial medwatch report. The customer was contacted and indicated the damage sustained from the drop was being repaired by biomed. The product has not been returned to zoll for evaluation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inadvertently dropped from the cart and rendered the device disabled. The device does not power on. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.